Event description:
Several tubes were broken when removed from styrofoam package. They rec'd one case at a time. No visible damage to case or shelf carton. Tubes were cracked all the way down the side. One tech. Removed a tube from centrifuge and it broke in her hand, cutting thumb and requiring stitches. Pt's blood tested negative for hiv, hep b and hep c. Please note customer stated tubes were damaged prior to use.